Event description:
A patient in china was undergoing continuous renal replacement therapy on a prismaflex machine with a prismaflex m 100 filter set. Upon initiation of therapy, the nurse noticed the male luer lock connector on the venous return line was broken the venous return line had not been connected to the patient. The blood from the arterial line was returned to the patient therefore, there was no blood loss to the patient.

Manufacturer narrative:
The prismaflex m100 set was discarded and not available for inspection. Pictures of the involved venous male luer connector were provided. In the pictures, it appears there is a crack at the venous male luer connector. There was no leakage reported during the priming of the product before the event. The review of the prismaflex m100 set device history record for lot number 13e2304g shows that no manufacturing anomaly was recorded regarding this lot number. The root cause of the reported event remains unknown.